Event description:
It was reported that during a laparoscopic sigma procedure, the teflon pad melted and became loose. No further information is available. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.